Event description:
Unsolicited communication from pt who reported a malfunctioning cadd legacy pump (serial: (B)(4)). She received error in line detected then low reservoir volume. She changed tubing and to back up pump without incident and no side effects reported. Lot number for extension set unknown. Unknown if extension set is available for return. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. All known information is contained on this form. If any additional information is received, it will be provide on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Pump, yes; unk if extension set is available; did we [MFR] replace the device? Pump, yes; did the pt have a backup device they were able to switch to? Yes, and had extra extension set; if yes, was the pt able to continue their infusion? Yes; is the infusion life sustaining? Yes. Reported to (B)(6) by pt/caregiver.